Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was around 200 mg/dl. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.